Manufacturer narrative:
Device evaluation: one used device was returned for evaluation along with a small piece of plastic and wire. The device history record was reviewed and found no exception documents. The device was examined and the piece of plastic and wire were also examined. The complaint is confirmed. The piece of plastic and wire were determined to be from the manufacturing process. The root cause is attributed to operator error. This is considered to be an isolated incident. The complaint data base will continue to be monitored for this type of failure. The device history record was reviewed.

Event description:
When flushing the catheter prior to use, a piece of plastic was pushed out the distal end. While backloading the catheter over the wire, a 13cm wire was pushed out of the proximal end of the catheter. No harm or injury reported.